Manufacturer narrative:
A chr could not be completed since the lot number was not indicated. The complaint is inconclusive since the product was not returned for evaluation.

Event description:
During the procedure, the wire snapped and the peg remained in the patients stomach. Surgeon performed a surgery to remove the peg. Rn stated they were attempting to use a 16fr peg, when it should have been an 18fr.